Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that this 25mm bioprosthetic aortic valve was replaced valve-in-valve with a 26mm medtronic transcatheter bioprosthetic valve due to elevated gradients resulting from calcification and stenosis. The duration of implant for this valve was not reported.